Manufacturer narrative:
The t:slim pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated intermittently over the last 6 months up to 400 (mg/dl). The contact stated cause of the elevated bg levels were due to the customer not counting carbohydrate or attending to food-bolus- dosing. Reportedly, the customer is a teenager. The contact stated the elevated bg levels were not due to the pump or pump supplies. A bolus via the pump was delivered to address bg levels. A recommendation was made for the customer to discuss elevated bg levels with a healthcare provider.